Event description:
Pt's mother reported pen needles changed to autocover from regular 2 orders ago. Rx for 30g 8mm novofine. Refills/ds incorrect on original and appears someone added new rx to correct the issue and then changed to autocover. Mom having issue with use and wants correct pen needles. Correcting issue and sending asap. No missed doses reported. (B)(6).